Event description:
A caller reported a malfunction on the pump, identified by the malfunction code "malf 0." It was unknown whether the issue impacted the customer's blood glucose level beyond normal levels, as the caller declined to provide specific information. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to report if any malfunction code reappeared.